Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator mixer was leaking. There was no sign of physical damage. There was no patient involvement at the time of the reported condition.

Manufacturer narrative:
Product analysis #(B)(4):the complaint of leak in the mixer is verified. Found damage to the mixer adjustment knob before beginning investigation. Found damage to clear plastic portion of mixer that covers numbered area of mixer. The mixer was attached to a known good ht70 test unit and a calibrated pts2000 flow meter (ID: (B)(4)). Upon attaching the mixer hose to house oxygen a loud flow of oxygen could be heard from the mixer, set at 21% to start investigation. No verification of correct measurement was attempted due to the loud release of oxygen from the mixer. Disassembly of the mixer shows the diaphragm collapsed within the mixer, a damaged spring found under the diaphragm with an ill-fitting o-ring. Root cause for damage within the mixer is unknown.

Event description:
It was reported that the ht70 ventilator mixer was leaking. There was no sign of physical damage. There was no patient involvement at the time of the reported condition.